Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient also had a hysterectomy performed on (B)(6) 2008. The patient had an enterocele which necessitated the surgery. No complications were reported during the procedure. The patient has been seen twice since the procedure on (B)(6) 2011 and (B)(6) 2013. There were no patient complaints reported at either visit. All other information is unknown and unavailable.